Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts up to 183. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed oversensing with high sensing integrity counter (sic) and noise on stored episodes. The clinician observed that the lead had been left programmed to unipolar. Isometric testing was performed in the office but was not able to reproduce the noise. The clinician reprogrammed the lead back to bipolar configuration and the patient will be re-checked in one month. The lead remains in use. No patient complications have been reported as a result of this event.